Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no information provided about any adverse impact on the customer¿s blood glucose level. Technical support guided the caller through filling and loading a new cartridge and instructed them to continue the process until the tubing was properly filled, assisting them in completing the load process and resuming insulin delivery.